Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein patients' system was explanted to address the issue.

Manufacturer narrative:
Correction h6- medical device problem code should be 3023 - therapeutic or diagnostic output failure rather than 1508 - therapy delivered to incorrect body area.